Event description:
It was reported by repair work order that the brakes would not hold due to head and foot end brake cams being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.